Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to remove a mobi-c at c5-6 and replace it with an acdf construct in conjunction with posterior spinal fusion from c5-c7. The patient presented to the ER a few days prior to the revision with some weakness and numbness in their arms. After reviewing films and additional scans, it was determined that the c5-6 implant had shifted. Upon removing the c5-c6 implant, it was observed that the inferior end plate had rotated 100 degrees (as observed by lateral tab alignment) and shifted 3-4mm into the spinal canal, the superior endplate had shifted 1-2mm anteriorly to the point it was visible after blunt dissection to c5-c6, and the poly had completely failed. The poly core was retrieved in four separate pieces, leading to some osteolysis and an infection. There is no way of knowing when exactly this misalignment and failure occurred, but suspected to be caused by one or both of the patient's car accidents.

Manufacturer narrative:
D4 UDI number: not available since the part and lot numbers are unknown. Additional information in h6: component, investigation type, findings, and conclusions. Inspection the device was not returned, however an x-ray image was provided which shows that the superior and inferior plates have migrated. Pictures were also provided which show the poly core has fractured. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to trauma from the two reported car crashes. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a revision surgery was performed to remove a mobi-c at c5-6 and replace it with an acdf construct in conjunction with posterior spinal fusion from c5-c7. The patient presented to the ER a few days prior to the revision with some weakness and numbness in their arms. After reviewing films and additional scans, it was determined that the c5-6 implant had shifted. Upon removing the c5-c6 implant, it was observed that the inferior end plate had rotated 100 degrees (as observed by lateral tab alignment) and shifted 3-4mm into the spinal canal, the superior endplate had shifted 1-2mm anteriorly to the point it was visible after blunt dissection to c5-c6, and the poly had completely failed. The poly core was retrieved in four separate pieces, leading to some osteolysis and an infection. There is no way of knowing when exactly this misalignment and failure occurred, but suspected to be caused by one or both of the patient's car accidents.